Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.

Event description:
Customer reported: the inner cannula did not line up with the outer cannula. No pt involvement.